Event description:
Technician alleged that the brakes on this stretcher will hold but spin when pushed.

Manufacturer narrative:
Technician replaced all four stem and horn to resolve this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.